Event description:
I discussed the feasibility patient who reported a potential implant-related infection with the dr. The involved patient had the ipg removed about 2 years ago due to a complaint of discomfort without any infection signs. The current infection was reported in the ipg pocket and sense lead area recently. The sense lead region became sensitive and showed clear signs of infection after the antibacterial treatment. The source of the infection is unknown. The dr. Removed the sense lead to address the infection and has shipped the explanted lead to inspire.